Event description:
It was reported by a letter sent to the manufacturer from an implanted depression pt that vns worked for the pt for 3 months years ago, and needed help finding a psychiatrist with vns programming system. A psychiatrist was recommended to the pt, but at the moment,the pt has not scheduled an appointment to see the psychiatrist. Last diagnostics was in 2009 in which the device was working within normal limits. The treating psychiatrist increased the pt's frequency, as it was found to be minimal in the may appointment. At the moment,the depression levels are unk, and the relationship of the increase in depression to vns is unk as well. Good faith attempts to obtain additional info have been unsuccessful to date.